Event description:
It was reported that the patient presented for an implant procedure. During the procedure the device was positioned in the desired location, however, the atrial leadless pacemaker could not be fixated after multiple attempts. The device implant was aborted. The patient was in stable condition.